Manufacturer narrative:
On june 12, 2024, mentor received additional information indicating the correct date of event, patient's age at the time of event, patient's race and ethnicity. These have been properly populated.

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 450cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast pain. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. During surgery, the right breast implant was identified to be ruptured. Subsequently, the implants were replaced with the following: (right) 295cc mentor memorygel breast implant catalog: 3505295bc lot: 9842743 sn: (B)(6) and (left) 295cc mentor memorygel breast implant catalog: 3505295bc lot: 9842743 sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).